Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the patient had been experiencing bad seizures. It was stated they had tried contacting the healthcare professional (hcp), and they were saying they were booked until the end of (B)(6). The patient was needing adjustments done sooner than that. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported there was no seizure or tremor. Patient weight was unknown. No further complications anticipated.